Event description:
It was reported that the lens was dry and hard to fold. The doctor didn't have a replacement lens, therefore the lens was implanted. The lens did not unfold in the patient's eye about half an hour after completion of the surgery. There were no reports of patient impact or secondary intervention. Additional information has been requested but no new information has been provided.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.